Event description:
Approx seven (7) months post-index procedure, during the follow-up interval,the pt experienced a mace event. It was listed as percutaneous transluminal angioplasty (ptca) of previously assigned lesion (no.1-1). The reason for re-ptca was stenosis/restenosis. The timi flow was iii. The event narrative states: "angina pectoris ccs ii, the proximal right coronary artery (rca) was also stented." The relationship to device was probable and relationship to procedure was probable. The event was mild in severity and serious requiring inpatient hospitalization of 2 day duration.